Event description:
Customer reported system is displaying an overload fault. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the filament driver board. System operates as intended.